Manufacturer narrative:
Device evaluation: analysis of the returned device identified: red particles in the shell, opening on posterior and underweight. A visual and microscopic analysis was performed which identified: sharp opening on posterior, wear abrasion and stress marks. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp pattern on posterior of opening device assessed as a surgical impact opening, for the stress marks in the shell.

Event description:
Physician reported ruptured device. The device was explanted and replaced. This record relates to the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Physician reported ruptured device. The device was explanted and replaced. This record relates to the right side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported ruptured device. The device was explanted and replaced. This record relates to the right side.